Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured from february 26, 2015 to february 27, 2015. The device was received for evaluation. During visual inspection, particulate matter was observed to be within the reservoir of the device. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter in the reservoir. The device was compounded with flucloxacillin. There was no patient involvement. No additional information is available.